Event description:
The customer reported the system displayed a cine disk unavailable error message and the loss of cine functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and reseated the cine drive connectors. The system operates as intended.